Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a hospitalization that occurred because the infusion set had been inserted wrong. She stated that she may not have rewound the insulin pump before inserting. Customer stated that she was going to be trained the following day and declined further assistance. The blood glucose reading was not given. Nothing further was reported.